Event description:
On (B)(6) 2015, pt arrived to our emergency dept (ed) with stemi. Taken emergently to cath lab where films reveal mid lad lesion 99% with timi ii distal flow. Predilated with 2.5x15 emerge otw, and 3.0x20 promus premier stent deployed with optimal results. Discharged (B)(6) 2015, with instructions regarding importance of medications especially asa and brilinta. Returned to ed (B)(6) 2015 with stemi. Did not get brilinta filled until (B)(6) 2015 and took only one of his doses that day. Did not take morning dose of brilinta on (B)(6) 2015 and started having chest pain at 10:30. Arrived to ed at 12:30. Taken emergently to cath lab where films reveal 100% thrombotic occlusion of previously placed stent in the mid lad. Predilated with 2.5x15 emerge otw, and thrombectomy performed. Dilated with 3.0x15 emerge otw. Brisk flow, but persistent apical occlusion. Medications given including asa, heparin, and effient. Discharged on medications including asa and effient with importance of medication compliance stressed.